Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 1.2mm x12mm threader¿ balloon catheter was advanced and insertion difficulties were encountered. However, during inflation, the balloon ruptured due to the lesion which was occluded and hard. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.